Event description:
It was reported that the patient's device was showing a low battery voltage but it had not tripped elective replacement indicators (eri). The device is still in use. There were no patient complications reported as a result of this event. It was later reported that the device was still showing low battery without tripping the elective replacement indicator (eri). The device is still in use. There were no patient complications reported as a result of this event.

Event description:
It was reported that the patient's device was showing a low battery voltage but it had not tripped elective replacement indicators (eri). There were no patient complications reported as a result of this event. It was later reported that the device was still showing low battery without tripping the elective replacement indicator (eri). The device is still in use. There were no patient complications reported as a result of this event. It was further reported that the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed battery voltage - low telemetered battery voltage.

Event description:
It was reported that the patient's device was showing a low battery voltage but it had not tripped elective replacement indicators (eri). The device is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. Analysis revealed battery voltage - low telemetered battery voltage. On (B)(6) 2010, the telemetered battery voltage was 2.43 v while the daily battery voltage trend measurement was 2.85 v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.